Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from the technical support team to reset the pump, and the malfunction code did not recur after the reset.